Event description:
The following information is from an article published in the journal of interventional cardiology; transesophageal echocardiography and intracardiac echocardiography differently predict potential technical challenges or failures of interatrial shunts catheter-based closure: one patient with an embroyonic membrane underwent apparently successful closure but one month later, tee revealed that the device had been deviated by the embryonic membrane from the true rim and it was decided to remove it surgically. Closure was attempted on another patient with an asd and floppy rims, but the device was unstable and retracted prior to surgical closure. The article sited using pfo, cribriform and asd devices. It is unknown as to which devices embolized. Aga medical contacted the author of this article and no additional information will be provided regarding these events. The article is attached to this report.